Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to hospital on october 21 due to low back pain for 10 days during endocrine therapy after 1+ year of prostate cancer surgery. The patient received intravenous infusion treatment on october 29, and the indwelling needle was reset. The indwelling needle was found to be leaking during the exhaust, and was immediately replaced. Increasing patient waiting time may delay patient treatment."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2137537. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to hospital on (B)(6) due to low back pain for 10 days during endocrine therapy after 1+ year of prostate cancer surgery. The patient received intravenous infusion treatment on (B)(6), and the indwelling needle was reset. The indwelling needle was found to be leaking during the exhaust, and was immediately replaced. Increasing patient waiting time may delay patient treatment."